Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that on (B)(6) 2018, patient underwent a low anterior resection with loop ileostomy. On (B)(6) 2018, patient underwent a transanal repair of coloanal anastomosis and on (B)(6) 2019 patient underwent an ileostomy reversal. On (B)(6) 2020, patient underwent an incisional hernia repair and reportedly continues with pain, discomfort, and digestive issues.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please find attached medical records: (B)(6) 18, (B)(6) 18, (B)(6) 19 op reports.